Manufacturer narrative:
Sample collection details were not provided. Controls run prior to and at the time of the event were within range. A field service engineer (fse) went on-site and observed the aperture flags and variations on the wbc results and found worn red stripe tubing behind the wbc aperture. Fse replaced the tubing which resolved the issue. The cause of the issue was worn tubing behind the wbc aperture.

Event description:
A customer contacted beckman coulter inc. (Bec) stating that their coulter act diff 2 analyzer gave erratic wbc results for one patient sample run 3 times. The first run did not have instrument generated flags and the last two runs had instrument generated wbc aperture alert flags. The results provided by the customer are shown in the attachment. The results were reported outside the laboratory but bec attempts to obtain information from the customer regarding impact to patient treatment were not successful.